Event description:
Customer reported a high blood glucose of 400 mg/dl. She treated with manual injection. She expressed symptoms of vomiting and excessive thirst. She stated that the drive support cap appeared normal. She declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.